Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient was out parking his car, had a cgm reading of approximately 93 mg/dl, and felt dizzy; he stated his glucose level was going down. He had taken insulin 10 minutes earlier and thought that he was having a delayed effect from the insulin. He went to a convenience store and bought a sugar drink. He passed out, apparently before consuming the drink, and woke up in an ambulance. He does not remember who called the ambulance. He had passed out while in the car, which sustained bumper damage, but had not hit anyone and had no injury to himself or others. At the hospital, an unspecified amount of time later, his bg value was 68 mg/dl. No cgm reading at this time was provided. He was given glucose, a sandwich and juice. After treatment his bg went up to 129 mg/dl. He also had a computed tomography (CT) scan and bloodwork done; no results were provided other than the glucose level. At the time of the report he was stable. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.